Event description:
It was reported that the device was broken and a fragment remained inside the patient. Kelly forceps in order to remove the fragment. No patient injury was reported.

Manufacturer narrative:
One 7207220 2.4mm 17¿ trocar passing pin returned. There was a portion of an accessory kit returned as well that is not our product. Per the complaint: ¿as reported: the passing pin was placed on the motor, it was passed it through the tibia, and at the moment of removing it a little, the passing pin came out, we saw on the screen that it was broken and a fragment remained inside the patient. We used a kelly forceps in order to remove the fragment. The product was new and it was used according to the corresponding technique. The procedure was completed with another s&n passing pin¿. The instrument is less than one year old. It is used, but in good condition and does not present any obvious damage. There is no bowing, bend or breakage. There are small dings on the tip edges only. There are light scratches at the tip only. These observations would not have produced a broken piece; only a minimal amount of shaving at worst case. There was no stray portion of pin returned. The allegation cannot be substantiated by the device returned. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.

Event description:
It was reported that the device was broken inside the patient and kelly forceps were used to remove the fragment. The procedure was completed with another s&n passing pin. No patient injury was reported.